Manufacturer narrative:
(B)(4). Additional concomitant medical products: 11-173662, m2a 38mm mod hd std nk, 254250; x11-180314, bi-metric/x por nc lat 14x150, 333790. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00393, 0001825034 - 2018 - 00394.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Subsequently, the patient was being considered for a revision procedure due to unknown reasons. No revision procedure has been reported to date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: revision op notes were reviewed and identified patient detected with elevated metal ions. Metallosis tissue was cleaned out. Head was exchanged with head and poly. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial left total hip arthroplasty. Twelve years later the patient underwent revision due to metallosis, elevated metal ion levels, and pain. Claims of severe bone loss, tissue damage, heavy metal poisoning, and limited mobility were made but unable to be confirmed after hcp review of provided medical records. The metal head was removed and replaced with a poly component.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be file accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left hip revision approximately 12 years post implantation due to severe bone loss, tissue damage, heavy metal poisoning, elevated metal ion levels, pain and limited mobility. During the surgery, abundant metallosis was seen and was not able to be fully cleaned out. The metal head was removed and replaced with a poly component. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Upon visual inspection the head has damage to the face with scuffing inside of the taper. There is also scuffing and a wear line on the outer diameter. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left hip revision approximately 12 years post implantation due to severe bone loss, tissue damage, heavy metal poisoning, elevated metal ion levels, pain and limited mobility. During the surgery, abundant metallosis was seen and was not able to be fully cleaned out. The metal head was removed and replaced with a poly component. Attempts have been made and additional information on the reported event is unavailable at this time.